Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during pre-check, it was discovered that the cord had "cosmetic damage". The reporter clarified that no wires were exposed. The device was not used in surgery. No injuries or medical intervention were reported. There were no delays in surgery as an identical spare device was available. No additional information was available.